Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for spinal pain indications for use. It was reported that the handset was lagging at 90%. The agent assisted the patient through deleting the patient data. The patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. When asked for the event date, the patient just stated that it was a gradual change and that the connectivity time was 20 seconds and then it gradually increased to 2.5 minutes.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: hh9020tdd, lot# serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated that they called back in july because the handset was lagging so bad. After a few weeks, they started to notice a slow down again. The patient stated they noticed the original slow down right after implant. The patient stated that it would take a couple minutes to connect to the pump and then it would go up to 90% and the whole process took almost 5 minutes. The agent walked the patient through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.